Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with unspecified mentor gel breast implants. Post-operatively, the patient underwent an unspecified revision surgery. During surgery, it was discovered that the patient¿s right prosthesis was ruptured. As a result, the patient underwent bilateral removal and replacement with a left-sided 560cc mentor memorygel xtra breast implant and a right-sided 595cc mentor memorygel xtra breast implant on (B)(6) 2024. The date of implantation was provided as an estimate.

Manufacturer narrative:
On april 04, 2024, mentor received the device for evaluation. The complaint device was identified as lot 6431475. Catalog was updated to 3507375bc. On april 11, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view between the union of the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 20, 2024, mentor received additional information. Mentor received information that included two device identities, but the complaint device was not differentiated. The two device identities were provided as a 375cc mentor memorygel breast implant and a 350cc mentor memorygel breast implant. The device identity was updated with the following information: lot: 6431475/6476907. A manufacturing record evaluation (mre) was performed for both provided lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If additional clarifying information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).